Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID # 2134265-2013-06744 and 2134265-2013-06749. It was reported that during percutaneous coronary intervention (pci) procedure, ilab motor drive unit (mdu) automatic pullback failure occurred. The vascular access was obtained through the right femoral artery. The lesion was located at the left anterior descending artery. After setting the imaging catheter to start the procedure, the physician tried to press the pullback record button but the device did not pullback like it was locked from the sled. The procedure was completed with another of the same device. No patient complications were reported.